Event description:
It was reported that the patient indicated the intermittent catheters were an inch too long. Also reported that the intermittent catheters were flimsy and they doubled up. Patient indicated intermittent catheters did not drain the urine completely and now the patient has the start of a urinary tract infection. Patient has not seen doctor yet and needed six in catheters. As per follow-up via phone on (B)(6)2022, stated that the intermittent catheter was too short by about 1.5 inches and the gripper was not as good as what the patient normally had. And the patient had a urinary tract infection that was treated with antibiotics. It was also stated that patient had urinary tract infection frequently and not sure it had anything to do with the catheter change.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode could be "biocompatibility issues (uti)". Therefore, a potential root cause for this failure could be "unsuitable material". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury." "Warnings: to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor". "Precautions: prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube)." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient indicated the intermittent catheters were an inch too long. Also reported that the intermittent catheters were flimsy and they doubled up. Patient indicated intermittent catheters did not drain the urine completely and now the patient has the start of a urinary tract infection. Patient has not seen doctor yet and needed six in catheters. As per follow-up via phone on 03feb2022, stated that the intermittent catheter was too short by about 1.5 inches and the gripper was not as good as what the patient normally had. And the patient had a urinary tract infection that was treated with antibiotics. It was also stated that patient had urinary tract infection frequently and not sure it had anything to do with the catheter change.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.